Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: f.o.b. (Lg lens) has crack, a component failure of the distal end cover glass. Cuts on video cable, a component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had cracked f.o.b (light guide lens). The issue occurred during set up / inspection for use. There were no reports of patient harm.